Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to patient conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 31 march 2026, a patient presented with grade 3 functional tricuspid regurgitation (tr) and small valve for a triclip procedure. During the procedure, clip lodged laterally and septally. Clip was not able to be freed and had to be implanted from posterior leaflet 1 (p1) to septal leaflet. Troubleshooting was performed but was unsuccessful. All steps were performed as per IFU. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional tricuspid regurgitation (tr) and small valve for a triclip procedure. During the procedure, clip lodged laterally and septally. Clip was not able to be freed and had to be implanted from posterior leaflet 1 (p1) to septal leaflet. Troubleshooting was performed but was unsuccessful. All steps were performed as per IFU. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.